Manufacturer narrative:
It is unknown if the device is available for evaluation. It has not yet been received.

Event description:
The event occurred on an unspecified date and involved an unspecified serialized pump. It was reported that only when lipids are infusing, the pumps are alarming that the volume to be infused (vtbi) is complete after 30-50 minutes even though it's set to infuse over one hour. The lipids were set to infuse at a rate of 0.1-0.4ml/hr and all pumps were at bed level or higher. The volume is either being infused in a shorter period of time or the pump is just reading it as being infused. There is no way to validate if the pump is alarming too soon or if the medication was administered too fast. When the total volume infused is checked once the pump alarms, it is showing that the amount of lipids infused is correct. The staff doesn't have a choice to run the lipids or any ivf (intravenous fluid) that is infusing at a rate less than 0.9ml/hr (milliliters per hour) on the plum infusion pump. From what they are seeing at the bedside there is a problem and it may be more than 10%. The staff has been extra vigilant about looking to make sure the tubing isn't kinked, but until they get the new poles/tubing they may continue to have the problem where the tube kinks and creates dead space leading to significant pockets of air in line. There was patient involvement however no report of harm.

Manufacturer narrative:
The device is not available for evaluation. Without return of the device a comprehensive failure investigation cannot be performed, and a cause cannot be determined.

Event description:
Additional information received from the customer that states: the device involved was an unspecified plum 360 with unknown list number and unknown serial number. It was reported that the issue was due to their very low rate of infusion and resetting volumes every hour. As they increased the volumes to 6 hours, no issues were encountered.